Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed multiple system error 322 alarms through review of the device history log. However, the alarm could not be reproduced during testing. The device tested for 24 hours and found to perform within spec. The upper and lower aux will be replaced as they are both known contributors to system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322. There was no pt injury reported.